Event description:
Customer performed a correlation study and observed one other discrepant result. Results as follows: date: (B)(6) 2010, inratio: 5.6, lab: 3.0. Pt's therapeutic range: 2.5-3.5 inr.

Event description:
The stryker surgilav irrigator was being used when the nozzle broke into 2 pieces, both pieces were recovered and accounted for. No pieces were retained.reference number from the package is ref 207-559. I do not recall what caused the nozzle which is an attachment to the main handpiece from breaking. Force is probably a good assumption. I can't remember if I opened a new nozzle or if we just didn't bother.

Manufacturer narrative:
(B)(4). Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon reported that the trocar started to leak gas (a hissing sound was heard) as soon as an instrument was inserted into the trocar. When the instrument was removed, the trocar stopped leaking gas. The instrument was reinserted and the same leaking occurred. The instrument used was a 5mm 'aesculap johan'. The trocar was replaced, but unfortunately the lot number was lost. The surgeon said that no pressure was lost but that pneumo was lost very slowly, and it was very irritating and interrupted the flow of surgery. There were no adverse consequences for the patient.